Event description:
It was reported the patient received shocks due to noise and high impedance, greater than 3000 ohms. The lead was partially removed and capped and replaced due to suspected fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; proximal segment returned and analyzed.